Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs- linear leads, brand name: linear 3-6, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief in their lower back. The patient underwent a lead revision procedure where two leads were explanted and replaced with new leads. The patient was doing well postoperatively and was released from the hospital. The leads will not be returned as they were retained by the medical facility.